Event description:
It was reported during intubation of the patient the screen blacks out and freezes for around 5 seconds as per what the end-user said, issue is happening intermittently and not consistent. No surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The MDR was originally due for submission on february 28, 2025. However, due to a manual oversight, the initial MDR was not submitted by the required deadline. The final investigation was completed on september 29, 2025. We apologize for this oversight and any inconvenience it may have caused. Additional information: the device was not sent back for inspection. After checking the complaint history, there are the following causes which can lead to the screen failing or freezing. There is a general defect in the electrical unit. The battery is defective and no longer works. The interface board is defective. The most likely cause of the monitor failure is a defective interface board. This error is due to wear and tear caused by use. The investigations carried out above did not reveal any cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing documentation the event is filed under internal karl storz complaint ID: (B)(4).